Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the vibrate function on the insulin pump was no longer working. Insulin pump is being returned.

Manufacturer narrative:
The insulin pump was received with no vibration noted during pump self test due to broken black wire on vibrator motor assembly. However, the insulin pump passed displacement test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.